Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived to the emergency department (ed) after his lvad was off for a significant amount of time. A driveline disconnect was noted over the emergency phone. The patient was reportedly confused about what they saw on the controller, but eventually followed instructions to go on batteries and the pump restarted. X-rays were obtained of both the internal and external portions of the driveline and it was discovered that there is a compromise near the controller at the bend relief. A request for driveline repair has been made and it has been arranged for 2 engineers to perform the repair at the hospital on (B)(6) 2020. Alarms indicated for this event include the following: driveline disconnect, pump stop, low flow, and low power hazard. Technical services (ts) commented that the log file captured multiple double powercable disconnects and low power hazards on (B)(6) 2020. The patient has a history of disconnecting the power leads to untangle the cable. Ts also notes multiple driveline disconnects and pump stops on (B)(6) 2020 while the patient was connected to battery power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of driveline, serial number (B)(6), identified a compromised driveline that could have resulted in the reported pump stops and low speed events. Evaluation of the submitted log file also confirmed the reported events. The submitted log file contained relevant data spanning from (B)(6) 2020 17:12:01 to (B)(6)2020 21:56:42, per the timestamp. A transient pump stoppage occurred at timestamp (B)(6)2020 14:25:56, resulting in low speed hazard and low flow hazard alarms. The pump stoppage was noted to be associated with a driveline disconnect event. Three additional pump stoppages varying in duration occurred on (B)(6) 2020, resulting in low speed hazard and low flow hazard alarms; however, these pump stoppages were also associated with driveline disconnect events. All the low speed/pump stoppage events occurred while the system was operating on battery power. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with two or more damaged wires in the patient¿s driveline, which was confirmed through the evaluation of the returned distal end of the driveline. A driveline repair was performed 4¿ from the exit site on 27jul2020. No issues were noted after the repair, and the perc lead was returned for evaluation. Electrical continuity testing of the driveline segment in its returned condition revealed no wire discontinuities; however, an electrical short between the brown wire conductors and the metal shield was identified. Rescue tape was observed from 9.5-12" from the metal connector, as well as a kink 3" from the connector. Removal of the silicone jacket revealed no evidence of damage; however, the cable appeared twisted near the terminus of the distal end bend relief (approximately 2-3 inches from the metal connector). Inspection of the metal braided shield revealed areas of breakdown throughout the length, most severe at 2-3" from metal connector. Visual inspection of the underlying wires revealed areas of kinking. A large breach in the insulation of the brown wire was identified where the wires were kinked at approximately 12.5 inches from the metal connector, exposing the inner metal conductors. Microscopic inspection of the remainder of the driveline segment identified an additional small area of compromised insulation on the red wire where the wires were kinked at approximately 2.5 inches from the metal connector. The driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and the inner metal conductors were confirmed to be exposed in this location. The observed wire damage in this area appeared to be the result of fatigue failure due to repetitive flexing of the driveline at the terminus of the distal end bend relief. If the exposed conductors of either of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module with a grounded patient cable), the resulting electrical short to ground would have caused a low speed/pump stoppage event. The system also had the potential for an electrical short to occur on battery power to cause an interruption in pump function if the exposed conductors of both compromised wires made simultaneous contact with the braided shield. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas instructions for use (IFU) contains information on how to care for the driveline. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 23feb2017. No further information was provided. The manufacturer is closing the file on this event.